Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large) was confirmed during archive data review and functional testing. The root cause of the ua07 was a defective load cell. A review of the archive data showed multiple user advisory 07 (discrepancy between load 1 and load 2 too large) around the customer's reported event date, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed when powering up the platform, confirming the reported complaint. The defective load cell 1 was replaced to remedy the issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).

Event description:
The customer reported that during patient use, the autopulse platform (sn (B)(6) displayed user advisory 07 (discrepancy between load 1 and load 2 too large). The ua07 persisted despite multiple troubleshooting attempts, realignments, or lifeband replacements. No consequences or impacts on the patient.